Event description:
Catheter tip separated and was retrieved with a snare.

Manufacturer narrative:
Analysis of co's findings is still in process. Please note date of 5/22/97 for submission of such info pending completion of the analysis.